Manufacturer narrative:
The medical center did not yet return any impella pump product for investigation or benchtop analysis and hemolysis testing. The root cause of the hemolysis has not been determined. The concurrent use of ECMO may or may not have contributed to the hemolysis. Should new information be shared by the medical center, and root cause determined, a final report will be filed. Of note the IFU states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ "patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The medical center had an impella cp support ongoing along with ECMO when there were signs of hemolysis. Pump position was assessed for standard troubleshooting measures. The team explanted the pump due to the hemolysis concerns and were considering dialysis. The patient remained on ECMO support.